Event description:
It was reported that the histograms on the implantable pulse generator (ipg) say invalid data. The patient is undergoing radiation and there is a memory bit flip from the radiation field. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).